Event description:
Procedure type: replacement. According to the reporter: pt had fairly severe edema in his knee after knee replacement. Unk v-loc code was used and resulted in knee opening up a few days post-operatively. This is just to report the incident. Re-sutured.

Manufacturer narrative:
(B)(4).